Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant required moderate adjustment due to a compromised implant design.

Event description:
No new information.

Manufacturer narrative:
The reported event could not be confirmed, as there were no images or CT-scans provided. The surgeon noted a compromised implant design, but the custom design team highlighted that the provided scan was out of specification and a new scan was not obtained, potentially affecting implant accuracy. Despite these factors, the implant was designed and manufactured per specifications and the surgeon expressed satisfaction with the implants used; no device-related problems were identified. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.